Event description:
It was reported that during a ptca procedure, the wire had been advanced through a totally occluded lesion. The wire lost torqueability and a fracture of the wire was noted during removal. The entire system was removed without incident.